Event description:
Black, unk particle found in 10 x 20 sponges. Pack and scrub nurse gloves replaced. No delay to pt. This is the beginning of a significant uptick in concerns reported about unclean gauze / sponge component within cardinal health resource packs.